Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3889-28, lot# j0444159v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the primary reason the patient discontinued usage was that it stopped working after a few years and they had the device surgery twice.